Event description:
This complaint was received from a buyer/tech in (B)(6) (a initial reporter) through our customer (wholesaler) via email on feb 02, 2022. The complaint was bout poc kit lot reporting negative results when they know the patients are positive. The date of event was not known. The initial reporter complained that celltrion diatrust covid-19 rapid test which he/she bought were not accurate and he/she have used 5 of the tests and all 5 turned up negative even though 3 of 5 patients he/she tested it on were confirmed as positive once by dr test and then by an over the counter test. Celltrion followed up with the customer (wholesaler) to confirm whether pcr results existed to prove on feb 03, 2022 but it was responded the result was not available. The patient information were not provided. This case was also reported to FDA (mdrpolicy@FDA.hhs.gov) via email on feb 12, 2022 (B)(6). Lot no.: covgccf1019. Expiration date: nov. 11, 2022.